Manufacturer narrative:
(B)(4). Event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k023357. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient was implanted with an expired poly liner during a hip arthroplasty. No patient consequences or intervention have been reported. The implant was approximately six months past the sterile expiration date at time of implant.

Manufacturer narrative:
(B)(4). Follow up confirmed that the device was shipped prior to the expiration date. The product had not been removed from consignment kit once it passed the expiration date and it was errantly taken into a procedure. No product has been returned as item is still implanted. No further complications have been reported. No other complaints from this item/lot have been reported.